Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. This report is for unknown radial stem, unknown part / unknown lot. Device has not been reported as explanted complainant part is still implanted. Without a part number, 510k number is unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated on (B)(6) 2016 with radial head implants. Upon a routine follow up appointment on an unknown date, it was found via x-ray, that the stem of the implant appears loose. There are no complaints from the patient at the moment. The devices still remain implanted. This report is for an unknown radial stem. Concomitant device reported: unknown radial head (quantity 1). This is report number 1 of 1 for (B)(4).